Event description:
A surgeon reported that one day after an intraocular lens (iol) was implanted, he noticed glistenings in the iol. There were no consequences to the pt and the iol remains implanted. Additional info was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).